Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, clear liquid leaked from the insertion site. There were times when the infusion bag did not collapse from the beginning of use, and uncomfortable was felt from the beginning. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was unconfirmed, as the failure could not be reproduced. One 5 fr d/l groshong catheter was returned for evaluation. An initial visual observation showed some use residues throughout the device, and a statlock stabilization device was attached to the returned groshong catheter. Non-bd extension tubing was returned attached to both luers of the complainant catheter. Functional testing of pressurizing the catheter by clamping the end closed and attempting to infuse water into the device using a 12 ml syringe did not reveal any leaks. Functional testing was attempted with and without the returned extension tubing, and a leak could not be identified from the testing. Both lumens were patent to infusion. Because the leak could not be identified, the complaint of a leaking catheter is unconfirmed.

Event description:
It was reported by the customer that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, clear liquid leaked from the insertion site. There were times when the infusion bag did not collapse from the beginning of use, and uncomfortable was felt from the beginning. There was no reported patient injury. No other information was provided.